Manufacturer narrative:
Device not returned. Ccds staff have discussed the mask screening process and reminded the hcp to also visually inspect and not send for decon, as well noted that battelle is not the source of the make-up.

Event description:
User reported makeup on the inside of the masks and the seams on the outside. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.